Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported "for months" (later in call they stated 3-6 months) it had been taking longer and longer to charge the implanted neurostimulator. Caller stated the patient had to be moved to a nursing home, so they visit to recharge their implant (ins) every evening. Caller said last night it took an hour and 15 minutes to charge the ins from 60% to 100%, and it had been going on like this for some time. Caller was not with the patient at the time of the call. Agent had caller inspect the recharger cord and plug for any visible damages; caller did not see any damage, but reported that lately the paddle of the recharger had been getting extremely warm when recharging the ins. Caller asked if the controller battery may have something to do with the issue; agent reviewed information - caller didn't allege anything abnormal occurring with the controller battery pack. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent reviewed if they are still experiencing issues with charging the ins after the replacement is re ceived, the caller should reach back out to pats with the patient present for troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (b)(6 product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.